Event description:
Complainant reported that they did not see all the sources arrive at the treatment area. The beta-cath system was removed to the back table were the catheter was disconnected. The site realized that not all the sources were contained in the transfer device. The complainant called novoste and all sources were positively accounted for. The patient was successfully treated with a 40mm transfer device.